Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate slippage. Unit passes all specific functional testing, when the clamp was properly positioned and put under pressure there was no movement. Root cause: no device deficiencies found during evaluation. Probable root cause is improper or suboptimal placement of the unit. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a patient slipped in the mayfield composite series skull clamp (a3059). Subsequently, we received additional information from the facility as follows: 1. For what type of procedure was product or device used? These are used for multiple cranial procedures performed here at inova fairfax. 2. Did malfunction result in patient or user injury? A. If yes, please give details. Yes, there were multiple incidents of the mayfields being unstable and easily moveable during surgery. This would throw off the accuracy of the navigation. There was also an incident where the patient did slip in the skull clamp, at the end of the case, which caused a laceration on the head. 3. Was revision/medical intervention required? If yes, what revision/medical intervention was performed? Yes, the surgical assistant had to support the head as the surgeon finished closing and the laceration was stapled. 4. Was there a delay in surgery due to product problem? If yes, how long? There were a few delays across the multiple issues we had with unstable skull clamps, and we had to re-pin the patient a few times. This would delay the case anywhere from 5-30 minutes. 5. Is product available for evaluation? Yes, the product is available for evaluation.